Event description:
The customer reported that when the system is positioned into lateral, it will display a generator error message. The system shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.